Manufacturer narrative:
Updated sections: a3,g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: ¿(4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 06/01/2021. An investigation was conducted on 06/03/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. There were no visual defects observed on the btt. A mechanical evaluation was conducted on the btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed. Trend analysis: (4110/213) the overall ¿btt ¿ 24 month complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port was not allowing any co2 to enter the tunnel for insufflation. They opened up another kit and it worked. No patient effects or vein issues because of the incident.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.